Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to open/close - gripper actuation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and noted small atrium. During the first gripper testing, one gripper lowered while the other did not; however, the other gripper moved slightly. The problem was resolved by locking the clip, lowering the grippers, raising the grippers and unlocking the clip again to repeat the gripper testing. The grippers were then moving free. The clip was implanted and mr reduced to 1-2. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.